Event description:
It was reported that the patient had a surgical procedure to replace his artificial urinary sphincter (aus) after 12 years of use due to atrophy. The patient outcome was reported to be well and fully recovered post procedure.